Manufacturer narrative:
A visual assessment was performed after disinfection. Damage to the distal cap was noted. Looking through the working channel lumen in the distal cap, the working channel sleeve (ID) appears to have collapsed. The condition of the device confirms the reported complaint of ¿difficult/unable to advance accessories.¿ an autolith touch ehl probe was passed through the working channel port and advanced through the working channel, allowing the working channel sleeve ID to open up and reform the working channel sleeve. The catheter was kinked near the distal end. The working channel sleeve protruded, confirming the reported complaint of ¿working channel sleeve protruding from spyscope ds.¿ a functional assessment was performed and maximum protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The working channel sleeve was revealed to be damaged likely due to laser use. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded and they could not advance the laser probe through the spyscope ds. A non bsc laser probe was inside the spyscope ds when the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded and they could not advance the laser probe through the spyscope ds. A non bsc laser probe was inside the spyscope ds when the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.